Event description:
It was reported that during preventive maintenance, the cs100 intra-aortic balloon pump (iabp) was found to have a safety disk that had been in use for over two years. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.